Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.